Event description:
Additional information was received from the patient (pt). When prompted on if the implant was implanted over their waist or spine or if it migrated the pt writes "no, thank you for your concern the device is truly wonderful". Pt reports they (nurse) and their spouse (a cardiac surgeon) "re-read all our information and got a firm grip on how it works" and "got a better knowledge of the scs" to resolve the issue. Pt reports they now have a better knowledge of their device and it is their "best friend" and the device is "working very well". When prompted on the cause of the implant charge going down quickly and not working well the patient writes "it has been taken care of". When prompted on the cause of the implant not helping their pain the pt writes "I panicked because I have very severe pain (5 spinal surgeries that were not particularly successful)". Pt also writes they did not receive enough training and support when the implant was put in.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they were having issues with their implant going down quickly and not working well. The issue began a couple weeks ago or awhile ago. Due to patient disconnecting the call agent could not ask sr information. Patient mentioned they would use half the juice and the stimulation didn't go very high. Agent had difficulty hearing patient during the call. Agent redirected patient to their healthcare provider to address the issue. Patient mentioned they had 5 spinal surgeries and they were in pain right now because the implant was not working and the implant was over their waist or spine. Patient mentioned it was not easy being in pain. Patient mentioned their heart was 'thirty' before they had the pacemaker put in. Agent had difficulty hearing patient during the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.